Event description:
It was reported to boston scientific corporation that an advantage fit transvaginal system was used during a mid-urethral sling procedure. The procedure was completed with this device. No treatment was necessary treat the perforation. The current condition of the patient is reported to be "fine".

Manufacturer narrative:
Additional information was received from the complainant on (B)(6), 2010. Updated patient, event and device information was provided.

Event description:
It was reported to boston scientific corporation that an advantage transvaginal system was used during a mid-urethral sling procedure. The patient age was reported as over 18 years. According to the complainant, during the procedure, the lateral edge of the urethra was perforated. It was reported that the procedure was completed and that there were no other patient complications due to the case, but, that the patient did develop pneumonia. Several attempts at follow up have been unsuccessful.